Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a failure of the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. The device had physical damage consistent with being dropped.